Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain and peripheral causalgia. It was reported the patient experienced failure of pump failure. The patient had injuries of hospitalization, pain, and failure of therapy. The date of injury was noted as (B)(6) 2015. No further complications were reported.